Manufacturer narrative:
On (B)(6) 2018, haemonetics was made aware of a nexsys pcs device which had a failed device control board that generated sparks. The physical device is expected to be returned to haemonetics for further evaluation and repairs. (B)(6) has provided haemonetics with a photograph of the failed device control board. Based on the photograph, the dc board seems to have failed due to a failure of a resistor on the board, resistor r167 had evidence of thermal decomposition (dark discoloration). Once the device has been received for depot repair, haemonetics will replace the faulty dc board, and then perform a full functional test on the nexsys pcs to ensure that there are no other issues with the device and that all manufacturer specifications are met. This failure is not likely to result in any injury to the device operator or the donor, as a failure of the dc board will prevent the nexsys pcs device from booting up and completing the power on self test protocol, it will not be possible to initiate a collection procedure until the device has been evaluated, repaired and recalibrated by a technician. Haemonetics has previously submitted medwatch reports for devices with confirmed evidence of thermal decomposition, as such this incident requires a medwatch to be filed.

Event description:
On (B)(6) 2018, haemonetics was notified by (B)(6) llc of a nexsys pcs machine which had observable sparks coming from the device control board after the (B)(6) technician installed a new power supply on the device. Haemonetics was provided a photograph which shows some discoloration due to thermal decomposition around resistor r167. (B)(6) is expected to ship the device back to haemonetics for further evaluation. There are no injuries associated with this incident. This occurred while the device was being repaired and tested by the on site technician, there was no donor involvement.